Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complaint.

Event description:
Per summons: a cardiologist employed by hospital c wrote an order, "get PICC asap!" Prior to ordering a stat PICC, the nurse's assessments do not document any difficulty or complications with the three IV lines. Pt, who was (B)(6), needed at most two IV lines. A hospital c PICC consent is signed indicating that a physician will place the PICC despite the procedure being performed by a nurse. The consent was obtained from pt despite the fact that the pt is demented and relatives have been designed as having a medical power of attorney on (B)(6) 2010. Since the pt had developed swelling of the arm on (B)(6) 2010, relator ordered a venous doppler of the right arm to rule out thrombosis. The doppler study was positive for partially occlusive deep venous thrombosis in the lateral subclavian and throughout the axillary vein. "A PICC line is present." Relator ordered lovenox anticoagulation and "notified PICC team to remove PICC due to venous thrombosis."